Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion sets do not always stay properly inserted in her skin. Replacement infusion sets were requested. Alleged infusion sets were discarded and were not requested for eval. Pt declined to be transferred to technical support. F/u was completed with pt on (B)(6) 2011. Pt reported she was having difficulty with the "learning curve" of the new infusion set. She had a hard time reading and following the instructions. The infusion cannulas were not bent and there was no leaking of insulin. There was no blood at the site location. Infusion headsets were manually inserted. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.